Event description:
It was reported that, one day post implant, there was a non-conducted p wave on the electrocardiogram, an occasional missed beat. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.